Event description:
Boston scientific received information that during an elective upgrade procedure, this right ventricular lead was found to be in the coronary sinus. The lead was stable and therefore, the physician decided to leave the lead in that position. No adverse patient effects were reported. The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of quality documents confirmed a regular device manufacturing.